Event description:
A malfunction was reported by william fulls before his hospitalization, resulting from a specific error code on the pump. There was no reported impact to the customer¿s blood glucose level. The advised course of action was for the patient to continue using injections until tandem technical support could be contacted for troubleshooting.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level increased to 740 mg/dl with a high ketone level and customer went to the emergency room and was subsequently hospitalized in the intensive care unit as a result. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to manual injections for insulin therapy.